Event description:
It was reported that an unspecified quantity of luer activated valve flo-guard solution administration sets were "broken" (separated) at the junction of the tubing and the drip chamber. This was identified during unspecified process steps prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which observed that the tube was disconnected from the chamber. Further inspection revealed that the solvent was applied sparingly. The reported condition was verified. The cause of the condition was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.